Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. An event was reported during this procedure. Post ablation displayed hemorrhaging in the treated area. The clinician used suction to remove the blood from the trachea prior to extubating the pt.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. Records show the generator was serviced at a later date, however the service was not linked to the reported event. The cause of the reported hemorrhaging could not be determined. Hemorrhage is a known potential adverse effect that is documented within the nanoknife instructions for use (IFU) document (ic 038 rev. D) and would be expected due to the nature of this procedure. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).